Manufacturer narrative:
(B)(4). Additional report submitted for this event: MFR# 0001825034-2018-00147. Concomitant medical products: trabecular metal reverse poly liner 36mm pn00-4349-036-00 ln62368359. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not retrieved following the revision procedure. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty. Subsequently. The patient was revised after 10 months due to instability.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2018-02005.